Event description:
It was reported that there was a change of the tubing of the electric syringe today during the changing of the bandage, and the sleeve of the shirt was soaked. There was a leak at the tubing at the y. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.